Event description:
A return was received for two sets of I/a tubing stating that upon set up, there was no aspiration to the tubing due to flap in the tubing. Another pack was opened and used in its place. There was no pt procedure or delay involved.